Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has been returned, however, has not been analyzed at this time. Based on the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. No additional info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of a leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged leak in the tube of a lap-band system device. The event was first noticed "when the pt had weight gain and loss of restriction". A fluoroscopy was performed, but the alleged leak was not confirmed. The surgeon confirmed the alleged leak "when fluid was injected into the band, but could not be removed". The surgeon also performed a diagnostic laparoscopy and again "confirmed the alleged leak in the tubing". The port was removed and replaced.